Event description:
Information received by medtronic indicated that the insulin pump had a blank display as it was not turning on and also there was damage to the battery cap fitting. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Customer returned pump for alleged cosmetic damage located at the battery compartment, battery cap contact missing/damaged, and blank display. Pump was received with original battery cap, and pump booted up once installing an aa lithium battery. The pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed two power loss alarms on the event date of (B)(6) 2022 at 23:37:30.000, and 23:37:19.000. Pump alarmed a low battery alert on the event date of (B)(6) 2022 at 23:25:00.000 or 11:25 pm and was expected. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and the keypad flex tail. The following were also noted during visual inspection: scratched case, battery tube threads - cracked, cracked case (battery tube), label damage, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, overlay scratched, corroded battery tube, battery cap contact missing, and corroded battery tube spring. Cosmetic damage was confirmed at the battery compartment. Battery cap contact was confirmed during testing. Blank display was not confirmed during testing. Moisture damage was confirmed found on the battery tube and the force sensor and keypad flex tail. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.